Manufacturer narrative:
Product complaint # (B)(4) corrected information: d1, d2b, d4, g1. Additional information was requested, and the following was obtained: as far as I know, the product ultimately used was not 1902e, but a fibrillar one. We don't know the reference number, supposedly 411962, and in fact, the client tells me they can't confirm whether it was surgicel fibrillar or some other fibrillar product from a competitor. They say the patient is doing well. The surgeon who spoke to me about this is dr. (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure name were the surgicel was used? What is the initial procedure date were the surgicel was used (dd/mm/yyyy)? Can you identify the lot number of the surgicel product? Were there any patient symptoms or consequences related to surgicel? What is the most current patient status? . This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure name were the surgicel was used? What is the initial procedure date were the surgicel was used (dd/mm/yyyy)? Can you identify the lot number of the surgicel product? Were there any patient symptoms or consequences related to surgicel? What is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The absorbable hemostat was found during a cardiac surgery re-intervention. The previous surgery was 2 years ago. No adverse patient consequences were reported. Additional information was requested.